Manufacturer narrative:
(B)(4). Discarded and portion remains in implant.

Event description:
The dentist reported a fractured screw. The screw could not be removed, therefore the implant was removed.

Manufacturer narrative:
One implant has been returned for review. Residue on the external surface of the implant and dark debris remained stuck inside the implant. The internal hex of the implant has been stripped. The remaining portion of the fractured component has not been returned for review. Evidence of a stuck component was identified within the implant. Device history records review for screw lot and implant lot did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.